Event description:
It was reported that the patient underwent a sigmoid resection during 2002. 5 months later the patient presented with a stitch abscess in the proximal wound aspect. The abscess was explored under local anesthesia, and the suture knot was found and removed.